Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 549.7 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the patient's pump was empty. The patient was in the hospital due to a non-pump related event and missed his refill date. An empty pump alarm was not heard by confirmed by telemetry. It was recommended to check the pump logs to confirm the alarm date. The patient was in a rush and the logs could not be read while the patient was in the office. The pump was filled and reprogrammed successfully. No patient symptoms were reported. Follow-up was being conducted to obtain the empty reservoir alarm date, other medications taken, and pertinent medical history. If additional information is received, a follow-up report will be sent.